Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues on (B)(6) 2025 to (B)(6) 2026. The issue occured with 3 infusion sets. The infusion set was accidentally pulled out during use due to tubing catching on something. No further information available.